Manufacturer narrative:
D4: UDI: not applicable. D4: expiration date: 2027-09. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E1: initial reporter name : mr./ms. Kageyama of dep. Of pharmacy. E1: phone number: requested, unknown. The reference photo of the sample showed an assembled needle in unopen packaging. A black and white foreign material was observed adhered on the inside surface of the needle hub. Tc confirmed that the foreign material seems like accumulated fibers which were measured 1.6 x 0.8 mm (1.28mm2). Based on the ftir and edx result the found foreign material was presumed to be a mixture of pmma, silicone, and metal powder. The retention samples were visually inspected and confirmed free from any foreign material that could lead to the complaint. The review of the complaint masterfile covering april 2021 to may 30, 2023, showed that this is the first time we have received a complaint related to foreign material (silicone-metal-acrylic resin mixture). Based on the result of our investigation, the foreign material found adhered to the inside surface of the hub of the actual sample originated in our process. The ftir and edx result showed that the foreign material was presumed to be a mixture of pmma(polymethyl methacrylate), silicone, and metal powder. As per production checking the closest match with the polymethyl methacrylate (pmma) is the takeron cover. The machine records of item nn18x38tr40h/221024fn revealed that there is an activity conducted on the machine during production. The machine was stopped at the end of bag 25 to replace the machine cover (from takeron to stainless steel) at the exit of the bonding station/online 1. The installation of the metal cover is a parallel implementation of corrective action at needle assembly machine 5 due to encountered accident (broken takeron cover caused by jig jamming). During the replacement of takeron cover with stainless steel metal, drilling was performed to fix the metal cover. As per the interview with the assigned associate, a pe bag was installed during the activity to trap the foreign material and prevent it to spread while the drilling activity was ongoing. The moi associates decided not to conduct cleaning after the activity thinking that all foreign material was already trapped inside the pe bag. This violates the moi safety check sheet wherein it explicitly indicates the cleaning after conducted activity. Since no cleaning was conducted the foreign material generated during the replacement of the takeron cover possibly contaminate the jig pathway and adhered to the empty jig pin which eventually transferred to the hub during pressing that resulted in the complaint. As a corrective action, a refresher training was conducted last june 5, 2023, related to the moi safety check sheet to reiterate the conduct of machine cleaning every after-machine activity. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that user attempted to use the involved terumo needle at the pharmacy, he/she found black foreign matter on the hub. Stopped using the product. Unopened condition. This event occurred pre-treatment. There was no patient involvement. Additional information was received from tc on 17 may 2023: one(1) actual sample was received in unopened package condition. Cavity no.17 (needle hub). Brown and white foreign matter were confirmed inside the hub. It seems like accumulated fibers. The fm measures approximately 1.6x0.8mm. Ftir analysis will be performed on the found fm. Additional information was received on 18 may 2023: based on the ftir and edx result the found foreign material was presumed to be a mixture of pmma, silicone, and metal powder.